Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump did deliver within product specifications, but it also failed to alarm no flow out during testing at mmd. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump under delivered. When the pump was received at mmd for evaluation, the pump did deliver correctly, however it did not alarm no flow out as expected. It failed to alarm. Mmdg did follow up with the initial reporter who stated that the complaint occurred during testing. No other information was provided. [(B)(4)].